Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The physician advanced a 2.50x20mm taxus liberte' drug eluting stent to the lesion but could not cross. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis revealed that there was a hypotube fracture.

Manufacturer narrative:
A visual and microscopic examination identified the device was returned in two sections as a result of a break, that occurred in the hypotube. The break was measured at approx 24.4cm distal from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).